Event description:
Customer reported that upon opening a 2.0mm coupler package, the device fell apart. The device was not used on a pt. No further details are available.

Manufacturer narrative:
Part of the coupler device involved in the incident was returned for eval, the coupler wing jaw assembly and one loose ring floating in the packaging. The second ring and protective holder were missing from the package. There were no visual defects on the returned ring. There was some blood present on the ring and it is unk how the blood transferred to the device. No functional testing was performed, since the other ring was not returned. The single loose ring was manually inserted into the jaw and resistance was felt when the ring was inserted. It was appears fit and did not slide back out on its own. The coupler wing jaw assembly was manually closed and tested to verify that the jaws should spring open. The coupler wing jaw assembly functioned properly. According to the device history record, the device met spec prior to market release. Hundred percent functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process.